Manufacturer narrative:
(B)(4). Date of event: date of event is 2021, event day and month unknown. Captured as (B)(6) 2021. Batch #522a93. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a 6r45b reload present. The reload was received partially fired 1/3. During the functional testing when a test reload was installed the proximal staples were exposed. Further analysis shows that the wedge guide was noted to be partially advanced. No functional test was performed due to the condition of the device. The device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati pi lab, a CT images was performed and an image was taken from this device and on the pinion & gear was not properly aligned with the firing rack. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device ¿had a partial closing during the case.¿ there were no patient consequences reported.